Event description:
Customer reports that he performed 3 different comparisons on the device: comparison 1=64mg/dl, 363mg/dl, and 245mg/dl. This comparison was performed within 10 minutes on the same device. Comparison 2=363mg/dl, 245mg/dl, and 50mg/dl within 10 minutes on the same device. Comparison 3=245mg/dl, 50mg/dl and 52mg/dl on the same device within 10 minutes. One level quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.